Event description:
The initial reporter alleged discrepant results for a patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas e411 rack analyzer. On (B)(6) 2020, the sample was tested using kit lot: 406166 and yielded a result of 0.001 coi, which was interpreted as non-reactive. On (B)(6) 2020, the same sample was re-tested and produced results of 6.64 coi, 9.49 coi, and 7.61 coi, all of which were interpreted as reactive. On (B)(6) 2020, the sample was re-run using a different reagent lot: (425827) and yielded a result of 12.43 coi, which was also interpreted as reactive.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within the expected ranges. However, it was noted that the calibration signals for calibrator 2 were lower than expected. The recovery of positive and negative controls was within specification, although the values were consistently below the target range. No confirmatory testing, such as polymerase chain reaction (pcr) or western blot, was performed. The investigation was limited as the patient sample material was not available for further analysis. A definitive cause for the discrepant results could not be determined based on the available information.